Manufacturer narrative:
(B)(4). D10: cat# 00875705401 lot# 66112027 54mm o.d. Size jj porous uncemented with cluster holes shell. G2: foreign ¿ japan. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the inserter broke while impacting the cup and the broken tip became stuck in the cup. The surgeon removed the cup and attempted to remove the debris but could not. The procedure was completed with a new cup and a different inserter. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: visual examination of the returned product identified strike plate shows indentations from previous uses. Nicks, gouges, and scratches were noted to the device. Threaded tip is confirmed fractured. Fractured piece was retained in the returned shells threads. No other damage was noted. Fracture analysis was not performed. Threaded bolt tip fracture- the failure mode occurs most frequently when the straight shell inserter is paired with the continuum or trilogy it shell. The levering force puts great stress on the distal end of the bolt and its interface with the shell threads. Initially, due to difference in the material properties, the titanium threads of the shell will yield before the stainless steel threads of bolt, but the shell is single use so that is acceptable. However, after repetitive cyclic loading, fatigue effects accumulate for the bolt and cause the tip to fracture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.